Event description:
Emergency medical technicians attended to a person who had been down for approximately five minutes. An attempt was made to analyze the pt's ECG rhythm using the device. The device allegedly displayed a continuous connect electrodes message and use of the device was inhibited. Paramedics susbequently arrived and diagnosed the pt as asystolic. The pt was not resuscitated.